Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead impedance had increased also. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and discomfort in the chest. The right ventricular (rv) lead exhibited increasing thresholds and a pacing failure approximately two weeks post implant. The lead was reprogrammed. Several days later it was noted that the lead thresholds continued to rise and a revision was planned. The lead remains in use. No further patient complications have been reported as a result of this event.